Manufacturer narrative:
Product event summary: analysis found that the unit passed console checkout. The software was then reloaded and the programmer was returned to the loaner pool.

Event description:
It was reported that the programmer experienced intermittent telemetry while interrogating implanted devices. The programmer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer experienced intermittent telemetry while interrogating implanted devices. The programmer was returned to the manufacturer for repair. No patient complications have been reported as a result of this event.